Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized in 2007 due to an incident of hyperglycemia. Reporter states that he changed his cartridge, tubing, site, and used new insulin on one day earlier. Per the reporter when he awoke on original date, he was feeling ill and vomiting. His blood glucose was 420 mg/dl. He was admitted to the hospital and treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.